Event description:
A discordant, falsely elevated troponin result was obtained on patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned the result because it did not match the clinical picture of the patient. The patient was redrawn, the new sample was run on the same instrument, and the result was lower. The initial sample was then rerun on the same instrument and also resulted lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The customer and the fse discovered that there was build-up around reagent dispense port 2. The fse advised the customer to clean that area during weekly maintenance. Quality controls were then run, all of which were within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.